Event description:
Allegedly revised due to alleged failed product on her right hip. Mom claim.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00528, 00539, 00540, 00541.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.